Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01645. This report is being submitted as additional information. The referenced pump pocket infection was reported under medwatch MFR report# 2916596-2018-01644. UDI: (B)(4). Approximate age of device - 5 months. Manufacturer's investigation conclusion: multiple product return requests were sent to the account; however, heartmate ii lvas, serial number (B)(4) was not returned for evaluation. A potential cause for the reported elevation in ldh and the report of suspected thrombus can be confirmed based on the evaluation of the submitted photos. The photos, which were taken after the reported pump exchange, revealed a thrombus formation around the inlet bearing. An additional thrombus appeared in the outlet stator. The thrombi could have contributed to the reported increase in ldh; however, the cause of the thrombi could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient had developed a pump pocket infection and then developed elevated lactate dehydrogenase leading to suspected pump thrombosis. The pump was exchanged. The thrombosis was confirmed in the operating room. Additional information was requested but was not provided.